Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw a poor communication message on their programmer. Troubleshooting was performed, but did not resolve the issue. It was also noted that patient had a return of urinary symptoms from several weeks ago. No further complications were reported.